Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same day of the implant of this 31mm bioprosthetic mitral valve, the patient expired. The cause of death was not reported. It is unknown if the patient died during or after the surgery. There was no evidence to suggest that the valve or its function caused or contributed to the patient¿s death. It is unknown whether an autopsy was performed.